Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not registering from where she tests her sugar. Customer confirmed that her meter was not sending her blood sugar to her pump. Customer stated that she had to go to the hospital because her blood glucose level was over 600 mg/dl. Customer stated that she had surgery and has an infection, which was one reason why her sugar was up. Customer confirmed that she did not have a bent cannula. Customer went to the emergency room on (B)(6) 2014 at 7:30pm. Customer's blood glucose level at the time of the visit was 592 mg/dl. Customer had nausea and during her visit when she checked her blood glucose level, the meter read over 600 mg/dl. Customer was released after being treated with an IV even though she was still in the 400 mg/dl range. Customer received insulin through IV. Customer was wearing the pump at the time of the visit. Customer saw her doctor today and he changed the settings on her pump. No additional information provided.